Manufacturer narrative:
Date sent: 01/05/2009. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lobectomy procedure, when the device was applied to the arterial pulmonalis at the first firing, minor leak bleeding from the staple pinhole and the resection stump of the tissue. Then the astriction was performed, but the bleeding could not be stopped. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.